Manufacturer narrative:
This lead remains implanted, no in service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of high thresholds is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a routine device revision procedure that this right ventricular (rv) lead exhibited high pacing thresholds. The rv lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new rv lead was implanted. Besides surgical intervention, no adverse patient effects were reported. This lead is not expected to be returned for analysis.